Manufacturer narrative:
Manufacturing investigation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the 2008k hemodialysis (hd) machine in question was not known, therefore, the serial number was not able to be provided. However, all device history records (DHR) are reviewed and released according to the "DHR review checklist & release procedure." P/n 500658; a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. The system level review of this 2008k hemodialysis (hd) machine and the concomitant devices used during the hd treatment found no indication that a fresenius product caused or contributed to the patient event. The serial number of the 2008k hd machine was not provided by the user facility, therefore, a field service investigation was not able to be performed. Additionally, the lot numbers of concomitant disposable devices were not provided by the user facility. Batch production record reviews were performed, for all associated devices, on all lots identified as having shipped to this account within 3 months of the occurrence date. No deviations or non-conformances were identified during the manufacturing process which could be associated with the reported event, and all lots met release criteria. Furthermore, none of the complaint devices were returned, and no companion samples were made available to the manufacturer for physical evaluation. No alternate samples or retains were made available for evaluation. There is no information available to conclude that a fresenius product caused or contributed to the event. Clinical investigation: the patient medical records were provided by the facility on march 11, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. The patient was admitted to the hospital on (B)(6) 2014. While undergoing hemodialysis (hd) treatment in the hospital on (B)(6) 2014, the patient experienced an event of bradycardia, hypotension, and unresponsiveness. At that time, the patient was found to no longer qualify to receive hd treatments. A peritoneal dialysis catheter was placed and the patient began peritoneal dialysis on (B)(6) 2014. There is no documentation in the medical record that indicates a causal relationship between the 2008k hemodialysis machine and the patient¿s pulseless electrical activity (pea) arrest. There is no documentation in the medical record that indicates a causal relationship between the fresenius dialyzer and the patient¿s pea. There is no documentation in the medical record that indicates a causal relationship between the fresenius bloodline and the patient¿s pea. The cause of the patient¿s pea arrest during the hemodialysis treatment was thought to be due to patient¿s inability to handle hemodialysis. The patient was switched to peritoneal dialysis without any further issues. There is no documentation in the medical record to indicate what hd products were used and which, if any, were fresenius products during the hd treatment performed on (B)(6) 2014.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. The post market surveillance department is in the process of reviewing patient medical records and treatment sheets. The plant investigation is in process. A supplemental MDR will be submitted at the completion of these activities.

Event description:
The user facility medical records, which were provided for an unrelated event, stated that a patient with history of severe cardiomyopathy experienced a sudden unresponsive event while undergoing a hemodialysis treatment on (B)(6) 2014. On (B)(6) 2014, the patient was admitted to the hospital with a pre-syncope and bradycardia diagnosis. On (B)(6) 2014, while hospitalized, the patient underwent a hemodialysis treatment and experienced a secondary event of bradycardia, hypotension and unresponsiveness. Cardiopulmonary resuscitation (CPR) was performed and the patient was intubated. The patient recovered, but was no longer considered a candidate for hemodialysis due to severe cardiomyopathy and ejection fraction 10%. A peritoneal dialysis (pd) catheter was placed and the patient began pd on (B)(6) 2014. However, the patient has since returned to having hemodialysis treatments. The patient's current condition was noted as doing well. No product information was made available. There are no allegations of device malfunctions having occurred. No complaint device is available for evaluation by the manufacturer.